Event description:
It was reported that the patient received an error message on her spinal cord stimulation (scs) remote control indicating that the non-rechargeable implantable pulse generator (ipg) had reached end of service (eos). Subsequently the patient experienced loss of stimulation. The patient underwent a revision procedure during which the ipg was explanted and replaced with a new ipg. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed which confirmed the ipg to be in the end of service (eos) state. A data log analysis indicated the ipg reached this eos status 1 year, 8 months and 10.1 days after the initial active programming. The average energy use index (eui) recorded was 19.4, which corresponds to an estimated theoretical battery lifespan of 1 year, 7 months and 7.9 days. This indicates that the actual battery lifespan fell within the projected range. Additionally, the ipg displayed typical characteristics during the visual and functional inspection.

Event description:
It was reported that the patient received an error message on her spinal cord stimulation (scs) remote control indicating that the non-rechargeable implantable pulse generator (ipg) had reached end of service (eos). Subsequently the patient experienced loss of stimulation. The patient underwent a revision procedure during which the ipg was explanted and replaced with a new ipg. The patient was doing well postoperatively.